Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to believed to get shocked earlier in the day. A remote transmission was sent and reviewed by the patient clinic and indicated no shock, and no conditions present. The patient reported getting more shocks and presented to the emergency department. It was noted that the patient has a history of drug use. Additionally, technical services reviewed a remote transmission from the same day as the patient reported shocks and noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) for two or more high rate-non sustained episodes, sensing integrity counter (sic), an alert for high undefined pacing impedance and warning triggered for noise oversensing. It was also reported that the patient received two inappropriate shocks for ventricular tachycardia (vt) non-sustained episode that was detected as ventricular fibrillation (vf) due to the rv lead oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.